Event description:
It was reported that the device had software fault code 255-202-2. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device had software fault code 255-202-2 was confirmed during the log review but not replicated during testing. The suspect pc unit was powered on in the ¿as-received¿ condition, the pc unit powered on successfully with no issues noted. In maintenance mode a battery conditioning procedure would test the charging circuitry of the suspect pc unit and the condition of the battery. The pc unit was plugged into ac power and was powered in maintenance mode. The fast conditioning battery test was selected. The pc unit screen remained stuck on 00:00 hours to completion, being unable to finish the test. Operations engineering previous investigation: the failure to complete battery conditioning was identified in the battery conditioning failure investigation report (dir 10000410056) and was related to a defective 220 f filter capacitor (c20) on the pcu power supply board. Operations engineering performed thorough testing of pcu¿s that exhibited this failure mode and determined the root cause of the failure was the result of excessive leakage current through the c20 capacitor. The power supply board of the received device was temporarily replaced with a known good dchu power supply board for testing purposes only. The pcu was then retested by performing a fast conditioning battery. The battery conditioning test was completed successfully. A review of the suspect pc unit s/n (B)(6) error logs showed no errors were recorded on the reported event date. The error log showed eleven (11) error codes 800.8000 on 12jul2025 at 8:21 am. The error code 800.8000 indicates a software fault. See the log and decoded malfunction information for the noted error code below. It should be noted that the error code 255-202-2 is not recorded in the device logs and is only displayed on the pcu screen at the time of the system error. A review of the pcu event log showed that the system error code 255-202-2 occurred when the ¿fast battery conditioning¿ test was performed in the suspect pcu. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operations on the affected channel stop; other infusing channels will not be affected. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had software fault code 255-202-2. There was no patient involvement.